Event description:
Per independent repair center statement, unit is alarming/red light. The key failure is the valve operator is not cycling. Additional malfunctions are the zip ties and clamps leak and the pm kit is dirty.